Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancies with essure') and foetal death ('almost 700 fetal deaths') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients were found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced foetal death (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and foetal death outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as fetal death. The reporter considered foetal death and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one: foetal deaths. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancies with essure') and foetal death ('almost 700 fetal deaths') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients were found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced foetal death (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and foetal death outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as fetal death. The reporter considered foetal death and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one: foetal deaths quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: this case will be marked for deletion. Nullification reason: unspecified number of patients ("almost 700 fetal deaths"). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.